Event description:
Caller states patient reportedly received result of 20 mmol/l on the advantage system and 6 mmol/l on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Event description:
Caller states patient reportedly received result of 20 mmol/l on the advantage system and 6 mmol/l on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Event description:
Caller states patient reportedly received result of 20 mmol/l on the advantage system and 6 mmol/l on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B) (6).